Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): the system shuts off intermittently (device stops intermittently). The nurse reported the system shuts off intermittently. The nurse stated this usually occurs during set up. A couple of times the system did shut off during a case. The nurse switched to another system for illumination. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and found a system message in the event log. The power supply cables were tightened. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).